Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
The patient presented in the emergency room with high fever and was not feeling well. The patient was determined to be septic.